Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues uploading her insulin pump to carelink. In the alarm history eight displayable history check failed on startup, one external error, and one unexpected restart alarms were found. Her blood glucose level was not reported. The product will return. Nothing further to report.

Manufacturer narrative:
The insulin pump passed self-test, unexpected restart error test and displacement test. No unexpected alarms were noted. The insulin pump was unable to download to carelink pro due to several alarms at the alarm history file. The insulin pump alarmed due to a corrupted history file. The insulin pump was received with minor scratches on lcd window.